Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump touch screen was unresponsive. Troubleshooting confirmed the touchscreen was functioning properly. The customer's blood glucose level was 135 mg/dl.